Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash on her back under the therapy electrode pads. The rash was reported as red, bumpy, open sores. The patient's physician prescribed the patient an allergy medication. The patient removed the lifevest for temporary periods to allow the rash to heal. Follow-up indicated that the patient was "doing better."